Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that on (B)(6) 2025 the patient underwent new cbct imaging four months after implant placement at tooth site #20. Cbct imaging showed bone loss around the implant. Clinical exam revealed that the implant was not visible in the oral cavity. Clinician stated the implant would need to be removed. On (B)(6) "205" the implant was not exposed at the start of the procedure. Clinician exposed it, used trephine drill slightly larger that the implant around about 3mm down under corpus irrigation. Removed the cover screw and backed out the implant with correct driver. Used rounded bur to stimulate bleeding. Allograft was hydrated and gore-tex membrane used with glycolon suture.